Event description:
An aneurx stent graft system was implanted in a patient for endovascular treatment of an abdominal aortic aneurysm 18 months ago. Vessel morphology at the time of implant is unknown. The patient's vessels have severe disease progression with the aortic neck dilatation. The aortic neck diameter is 30 mm in diameter at the renal artery and 40 mm in diameter at 15 mm below that the renal artery. It was reported the recent CT demonstrated that the stent graft has migrated 20 mm with a type I endoleak due to the disease progression with aortic neck dilatation. The physician elected to place one 28 aneurx aortic cuff and two 34 talent aortic cuffs and the migration and endoleak were resolved. There are no additional clinical sequelae reported, and the patient was reported to be fine.

Manufacturer narrative:
(Secondary intervention) - results: (migration, endoleak), (severe disease progression with aortic neck dilatation).